Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became extremely hot. Reportedly, no alerts or alarms were received. An alternate wall adapter was used to resolve the issue. The customer¿s blood glucose level was approximately 300 mg/dl.